Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, d6a.

Event description:
Patient reported "deflation" this record is for left side. The device remains implanted.

Event description:
Patient reported "deflation" this record is for left side. The device remains implanted. It is unknown if the devices will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.